Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump delivered 7 boluses the previous night. The customer woke up shaking and was belligerent. The customer¿s blood glucose level was 63 mg/dl at the time of the incident, and 2224 mg/dl after a meal. The customer used manual injections to treat the high. Troubleshooting was not completed. The customer reported that they had 3 boxes of sensors that had calibration errors after 3 days. The customer is suffering from a burn out and is using anti depressants. The customer reported they had a gastric bypass performed. The carelink report showed the bolus wizard had been used. The insulin pump will not be returned for analysis.